Manufacturer narrative:
Initial reporter facility name: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no allegation against the titanium adapter and the titanium adapter was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.